Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received pump received with button error alarm due to corroded keypad traces. No moisture damage found inside the pump noted. Also received with missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unresponsive buttons, and alarmed button error. The customer's blood glucose reading was 260 mg/dl. The customer stated the insulin pump was exposed to rain water. He stated the screen worked but the buttons were unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.